Event description:
The hospital reported that three patients became ill after being examined with an olympus duodenoscope. Positive culture results were obtained from the olympus scope. The antibiotic resistance profiles were similar to those observed on two of the three patients.